Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the connecting tube had the coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the connecting tube has the coating peeling (1mm2 or more). Based on the results of the investigation, the most probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.